Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: pt implanted on an unk date was returned to the operating room for a matrix construct revision. A screw was in the wrong position and the surgeon needed to replace and reposition one screw. Surgeon was unable to remove locking caps and reposition the screw. Surgeon noted the locking caps were cold welded to the screw. Surgeon had to cut and remove the rod, removed two screws and locking caps. It is not known what the pt was revised to. Add'l info has been requested.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 6 for complaint (B)(4). Product code is mni, additional product code for this report includes nkb, mnh, kwp, kwq. This report is for 1 unknown screw. (B)(4). Operator of device was a health professional. Original implant date unknown (B)(4). Original awareness date is 05/01/2012. Awareness date that the product code and other information was missing from the initial MDR is 10/23/2013.

Event description:
This is report 1 of 6 for complaint (B)(4).